Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of issues with the customer's insulin pump. The mother states the customer's pump alarmed for no delivery. The customer's blood glucose level at the time of incident was unknown. The customer's levels had been as high as 500mg/dl. The customer states the alarm was resolved by complete set and reservoir change. The customer was advised against using expired infusion sets. The customer was advised to monitor the device. The customer declined to troubleshoot for the highs.